Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient "went through a crisis" in the past 2 weeks that was not their fault, but they were "paying for it". Per the patient, the last 3 weeks the pump had been alarming every 10 minutes but they didn't realize it was the pump. The patient did not have a personal therapy manager (ptm). The patient felt so sick "last wednesday" that they told their husband not to go to work because they were feeling so out of sorts and not themselves. The patient mentioned that they ended up in the emergency room (ER) last wednesday because they had been sick with cold chills; the patient wasnormally hot. The patient confirmed that the symptoms started a week and a half to 2 weeks to this report and it got "really severe a week ago monday". The patient had an appointment on (B)(6) 2025 to have the pump refilled but, when they got to the appointment, the pump was totally empty. They were not able to draw any medication from the pump and, on the morning of (B)(6) 2025, the patient was driving back home and projectile vomited all over their car. The patient had not slept since the morning of (B)(6) 2025 and they felt wired. The patient was redirected to their healthcare provider to further address the issue. The patient stated that a nurse practitioner did the refill last time.